Event description:
The hosp reported that during the saphenous vein harvesting procedure, the back insulating plastic piece from the scissor shaft detached and fell into the pt's leg. An extra, small incision at the groin was made to retrieve the piece. No other pt complications were reported by the hosp.